Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade ii" and "visibility/palpability" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii and visibility/ palpability.

Event description:
Healthcare professional reported "breast asymmetry", "muscle flex deformity", "hyperpigmented", "grade I breast ptosis" and "capsular contracture baker grade ii". The event of "grade I breast ptosis" is considered not device related. This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data b.5., d.6b., h.6.

Event description:
Healthcare professional reported "breast asymmetry", "muscle flex deformity", "hyperpigmented", "grade I breast ptosis" and "capsular contracture baker grade ii". The event of "grade I breast ptosis" is considered not device related. This record is for the right side. The device has been explanted.